Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity drug-eluting stent. The device was removed from packaging as per IFU and inspected with no issues noted. Negative prep was performed with no issues noted. The target lesion in the mid lad exhibited moderate calcification, a little tortuosity and 90% stenosis. Lesion pre-dilation was performed. Resistance was encountered advancing the resolute integrity device. The device passed through a previously deployed stent. The physician removed the device after resistance was encountered and felt a raised stent strut. No patient injury reported.